Manufacturer narrative:
Follow up / additional training was performed by rep on march 5, 1998. The training was a full day on instruction, reemphasis on the material covered during in-service training plus the following area's were covered in-depth clinical applications, apc principles, procedures, techniques, troubleshooting and precautions. All physicians that perform procedures at this account were present for this training.

Event description:
After completion of a routine polypectomy in the right colon area, the pt recovery was favorable. Several hours later the pt was admitted to the ER with bowel perforation. Surgical intervention was required to repair the perforation. Pt recovered without further complications. The icc system was set correnctly at 150 watts, effect 3 using endocut mode.